Event description:
Device report from (B)(6) indicates that during procedure, the surgeon was hammering and metal shavings came off the rod and stayed in the pt.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation is ongoing. No conclusion can be drawn.